Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 which was not reproduced. System error 322 were verified through a review of the event history log and found during a visual inspection to be caused by an out of specification latch switch. The latch switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345. The cause was identified to be an out of specification force sensor thermistor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 322 (link switch error (low)) intermittently. There was no known patient injury or medical intervention associated with this event. During evaluation of the returned spectrum infusion pump device it experienced a system error 345 (thermistor disparity).no additional information is available.